Manufacturer narrative:
(B)(4) visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based on a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100c rev. 1, was reviewed as a part of this complaint investigation. The IFU for this product states, "never advance catheter more than 5 cm. Advancing catheter more than 5 cm increases the likelihood of catheter tip being placed into anterolateral portion of the epidural space and increases potential for catheter knotting." A corrective action is not required at this time as the potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis.

Event description:
The customer alleges that the doctor had a flex-tip epidural kink/knot inside of a patient. The doctor had difficulty getting the catheter out of the patient but the catheter was removed without incident. The patient's condition is reported as fine.